Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A trial liner was inserted into the patient, believed to be 54/32 neutral. It appeared to be broken. Surgeon was unsure if this was either previous to op or during op. The broken part appears to be on the lug of the trial as some loose blue bits were noticeable. It was removed & a washout performed. I was not present. (B)(6) hospital have put the liner aside in the loan kit for collection & replacement. Please ask loan kits if you need the serial no once the kit has been returned. There were no adverse events to the patient that I know of but was not present.

Manufacturer narrative:
Product complaint # : (B)(4). The instrument associated with this report was not returned, but a photo was provided confirming the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.